Manufacturer narrative:
The device history record for lot aa9203r08 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 11 aug 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that the patient's gastrostomy tube was placed (B)(6) 2020. Two of the gastropexy sutures had fallen off by day 10 post insertion. Day 1 post review, it was noted that the patient experienced pain. CT scan completed and noted "very small self-limiting left rectus sheath haematoma which will be causing some of the pain at least." It was advised to delay the first balloon water change by one week. Additional information received 28-jul-2020 indicated there was no injury and no need for medical intervention or treatment. The patient's condition is "no concerns, function rig [radiologically inserted gastrostomy] tube.